Event description:
The customer reported that their pump screen was dark and would not turn on initially. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the customer to ensure the pump was not initially connected to a power source and then connect it to a known working charging supply, which successfully turned the screen on. However, the pump screen would not function when unplugged, so technical support arranged for a loaner pump replacement. In the meantime, the customer was advised to keep the pump plugged in to use its screen until the replacement arrived.